Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with insulin therapy, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring hospitalization and insulin therapy and is consistent with the reported hospitalization and treatment. The user reported persistent hyperglycemia for approximately 24 hours and experienced muscle cramps, pruritus, and fatigue prior to seeking medical care. The user was unable to identify a cause for the hyperglycemic event and reported that the ilet generated high glucose alerts before hospitalization. The user subsequently transported themselves to the hospital where insulin therapy was administered. Engineering review could not be performed because no device data were available. A log review was attempted; however, the cloud server indicated that the device had never been synchronized and no engineering data corresponding to the reported event were available. The user also reported that the ilet was lost during the hospitalization and was subsequently replaced. Based on available information, the cause of the event remains not established and a relationship to device performance could not be determined. If additional information becomes available, a supplemental MDR will be submitted.